Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to lead erosion. The patient was already checked by the physician and was informed that it was normal and fine. However, the patient did not believe and was concerned about the status of the device. There were no additional adverse patient effects reported. This ra lead remains is service.

Manufacturer narrative:
This supplemental report was created to update h6: patient codes with pain. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to lead erosion. The patient was already checked by the physician and was informed that it was normal and fine. However, the patient did not believe and was concerned about the status of the device. There were no additional adverse patient effects reported. This ra lead remains is service. Additional information indicated that the device was not in the pouch and that one of the leads was sticking up, which made the patient feel worse. The technical services (ts) advised it was not typical to have leads protruding and the skin was whitening. Additionally, the patient's right side of the neck was painful.